Event description:
Customer called to report that the insulin pump has a blank display. It was reported that the insulin pump experienced an unexpected restart alarm. Troubleshooting was done. Customer states the display returned after the batteries were changed. Customer's blood glucose reading was 279 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.